Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a unk procedure, the staple was not formed properly. Another device was used to complete the case. There were no adverse consequences to the pt.